Manufacturer narrative:
Continuation of d10: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2023; explanted: on (B)(6) 2023; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6); ubd: 01-mar-2025; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (9 mg/ml at .46 mg/day) via an implanted pump. It was reported that the patient was hospitalized with an infection. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was turned down to minimum rate as requested by the hospital. It was unknown at the time if the pump and catheter would be explanted or not. The hospitalist had been talking with infectious disease and neurosurgery on next steps. The issue was not resolved at the time of the report. Additional information was received on (B)(6) 2023 and it was reported that the patient was having their pump removed today because they tested positive for meningitis.